Event description:
Hill-rom received a report from a hill-rom technician stating the brake not set alarm had no audible alarm. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The hill-rom technician found external buzzer inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014 and 2015. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the buzzer to resolve the issue. Based on this information, no further action is required.